Event description:
Nursing administrator reported one incident of a patient reaction with a psn 140 dialyzer requiring hospitalization. It was a dry pack and the patient's first exposure to the psn dialyzer. Immediately after the onset treatment, the patient experienced bloodshot eyes, shortness of breath and wheezing which was not relieved by the use of the patient's inhaler. Treatment was stopped and the blood was returned to the patient. The paramedics were called and they transported the patient to the emergency room where the patient was admitted to the hospital for 24 hours. The patient who had no long term problems stemming from this incident, continued dialysis without difficulty using a fresenius dialyzer.